Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('migration / perforation / doctor found two springs from essure floating in endometrial cavity'), hydrosalpinx ('hydrosalpinx'), dysfunctional uterine bleeding ('abnormal uterine bleeding / dysfunctional uterine bleeding') and carpal tunnel syndrome ('diagnosed with carpel') in an adult female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in (B)(6) 2008 and tobacco use disorder. Pap with hpv negative on (B)(6) 2007. Previously administered products included for an unreported indication: paragard iud and iud. Past adverse reactions to the above products included pain with iud. Concurrent conditions included migraine headache (began many years ago, when she was approximately 12 years old.). Concomitant products included oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage ("bleeding"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel activity - questionable -interpreted as nickel sensitivity"), neck pain ("neck pain"), back pain ("back pain"), occipital neuralgia ("occipital nerve pain"), headache ("headache"), memory impairment ("memory issue"), fatigue ("fatigue"), myalgia ("muscle pain"), irritable bowel syndrome ("ibs"), pain in extremity ("legs ache /pain has gotten so bad in her fingers in right hand"), arthralgia ("hip pain / right elbow pain / joint pain"), nausea ("nauseous from time to time"), musculoskeletal pain ("shoulder pain"), arthritis ("inflammation- have arthritis"), depression ("depression"), anxiety ("anxiety"), carpal tunnel syndrome (seriousness criterion medically significant) with hypoaesthesia and paraesthesia, coordination abnormal ("have loss some motor skills in right hand") and device expulsion ("two springs from essure floating in endometrial cavity."). The patient was treated with dichloralphenazone;isometheptene;paracetamol (midrin), diclofenac, duloxetine hydrochloride (cymbalta), esomeprazole, fluoxetine hydrochloride (prozac), ibuprofen, lorazepam, lorazepam (ativan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), petasites hybridus rhizome (petadolex), prochlorperazine, rizatriptan benzoate (maxalt), topiramate (topamax), tramadol, venlafaxine, zolpidem tartrate (ambien), naproxen sodium (aleve), physical therapy and surgery (operative hysterescopy d&c polypectomy and removal of submucous fibroid, surgery scheduled for (B)(6) 2009 and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, hydrosalpinx, dysfunctional uterine bleeding, genital haemorrhage, fibromyalgia, autoimmune disorder, allergy to metals, neck pain, back pain, occipital neuralgia, headache, memory impairment, fatigue, myalgia, irritable bowel syndrome, pain in extremity, arthralgia, nausea, musculoskeletal pain, arthritis, depression, anxiety, carpal tunnel syndrome, coordination abnormal and device expulsion outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, carpal tunnel syndrome, coordination abnormal, depression, device expulsion, dysfunctional uterine bleeding, fatigue, fibromyalgia, genital haemorrhage, headache, hydrosalpinx, irritable bowel syndrome, memory impairment, musculoskeletal pain, myalgia, nausea, neck pain, occipital neuralgia, pain in extremity, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy on removal as per pfs (B)(6) 2019 total laparoscopic hysterectomy and bilateral salpingectomy , patient need surgery scheduled for (B)(6) 2019,I still have essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2008: CT performed without intravenous contrast due to headache. No abnormality in non-contrast head CT scan. The findings are stable when compared to an earlier examination of (B)(6) 2006. Previous study was without IV contrast only. Hysterosalpingogram - on (B)(6) 2008: dysfunctional uterine bleeding secondary to endometrial polyps. Hysteroscopy - on (B)(6) 2008: operative hysteroscopy, submucous myomectomy. Pre-operative diagnosis and post-operative diagnosis: dysfunctional uterine bleeding final diagnosis: 1. Secretory phase endometrium and focal features suggestive of endometrial polyp origin. 2. Myometrial type tissue with focal features consistent with leiomyoma origin. 3. Focal features consistent with adenomyosis. Magnetic resonance imaging spinal - in (B)(6) 2008: mild degenerative disc disease and left c3-4 hypertrophy. Pathology test - on an unknown date: secretory endometrial polyp, myoma, but all benign. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, anxiety, depression, neck pain, headache, paraesthesia, pain in extremity, back pain, memory impairment, hypoaesthesia, occipital neuralgia, fibromyalgia, irritable bowel syndrome, fatigue, carpal tunnel syndrome, myalgia, pelvic pain, nausea, arthralgia and arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('migration / perforation / doctor found two springs from essure floating in endometrial cavity'), hydrosalpinx ('hydrosalpinx'), dysfunctional uterine bleeding ('abnormal uterine bleeding / dysfunctional uterine bleeding') and carpal tunnel syndrome ('diagnosed with carpel') in an adult female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in (B)(6) 2008 and tobacco use disorder. Pap with (B)(6) on (B)(6) 2007. Previously administered products included for an unreported indication: paragard iud and iud. Past adverse reactions to the above products included pain with iud. Concurrent conditions included migraine headache (began many years ago, when she was approximately (B)(6) years old.). Concomitant products included oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage ("bleeding"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("autoimmune like symptoms"), allergy to metals ("nickel activity - questionable -interpreted as nickel sensitivity"), neck pain ("neck pain"), back pain ("back pain"), occipital neuralgia ("occipital nerve pain"), headache ("headache"), memory impairment ("memory issue"), fatigue ("fatigue"), myalgia ("muscle pain"), irritable bowel syndrome ("ibs"), pain in extremity ("legs ache /pain has gotten so bad in her fingers in right hand"), arthralgia ("hip pain / right elbow pain / joint pain"), nausea ("nauseous from time to time"), musculoskeletal pain ("shoulder pain"), arthritis ("inflammation- have arthritis"), depression ("depression"), anxiety ("anxiety"), carpal tunnel syndrome (seriousness criterion medically significant) with hypoaesthesia and paraesthesia, coordination abnormal ("have loss some motor skills in right hand") and device expulsion ("two springs from essure floating in endometrial cavity."). The patient was treated with dichloralphenazone; isometheptene;paracetamol (midrin), diclofenac, duloxetine hydrochloride (cymbalta), esomeprazole, fluoxetine hydrochloride (prozac), ibuprofen, lorazepam, lorazepam (ativan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), petasites hybridus rhizome (petadolex), prochlorperazine, rizatriptan benzoate (maxalt), topiramate (topamax), tramadol, venlafaxine, zolpidem tartrate (ambien), naproxen sodium (aleve), physical therapy and surgery (operative hysterescopy d&c polypectomy and removal of submucous fibroid, surgery scheduled for (B)(6) 2009 and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, hydrosalpinx, dysfunctional uterine bleeding, genital haemorrhage, fibromyalgia, autoimmune disorder, allergy to metals, neck pain, back pain, occipital neuralgia, headache, memory impairment, fatigue, myalgia, irritable bowel syndrome, pain in extremity, arthralgia, nausea, musculoskeletal pain, arthritis, depression, anxiety, carpal tunnel syndrome, coordination abnormal and device expulsion outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, carpal tunnel syndrome, coordination abnormal, depression, device expulsion, dysfunctional uterine bleeding, fatigue, fibromyalgia, genital haemorrhage, headache, hydrosalpinx, irritable bowel syndrome, memory impairment, musculoskeletal pain, myalgia, nausea, neck pain, occipital neuralgia, pain in extremity, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy on removal as per pfs (B)(6) 2019 total laparoscopic hysterectomy and bilateral salpingectomy, patient need surgery scheduled for (B)(6) 2019, I still have essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head on (B)(6) 2008: CT performed without intravenous contrast due to headache. No abnormality in non-contrast head CT scan. The findings are stable when compared to an earlier examination of (B)(6) 2006. Previous study was without IV contrast only. Hysterosalpingogram on (B)(6) 2008: dysfunctional uterine bleeding secondary to endometrial polyps. Hysteroscopy on (B)(6) 2008: operative hysteroscopy, submucous myomectomy. Pre-operative diagnosis and post-operative diagnosis: dysfunctional uterine bleeding. Final diagnosis: secretory phase endometrium and focal features suggestive of endometrial polyp origin. Myometrial type tissue with focal features consistent with leiomyoma origin. Focal features consistent with adenomyosis. Magnetic resonance imaging spinal in (B)(6) 2008: mild degenerative disc disease and left c3-hypertrophy. Pathology test on an unknown date: secretory endometrial polyp, myoma, but all benign. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysfunctional uterine bleeding, anxiety, depression, neck pain, headache, paraesthesia, pain in extremity, back pain, memory impairment, hypoaesthesia, occipital neuralgia, fibromyalgia, irritable bowel syndrome, fatigue, carpal tunnel syndrome, myalgia, pelvic pain, nausea, arthralgia and arthritis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.